Event description:
Customer reported being treated by emergency medical team for low blood glucose levels. Customer stated that she was in a hurry when she primed the pump, knows the pump did not finish, but she connected to the pump anyway and continued pressing buttons to try to complete the prime. Customer stated that there is about 100.0u left in syringe now, and she does fill syringe completely to 176.0u. Explained to customer primer must be completed prior to connecting to set, or to call mmi to troubleshooting. Customer was advised to remain off pump and to call md for a back up plan of manual injections to use until replacement arrives.